Event description:
During the index procedure, six in.pact admiral paclitaxel-eluting pta balloon catheters were used to treat the right sfa/popliteal. Approximately 15 months post index procedure arterio sclerosis obliterans with total occlusion of the right sfa was reported. Investigator indicated that the event was remotely related to the study device, procedure and paclitaxel. The target lesion was treated with pta ballooning. Medication was also provided. Outcome is resolved

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.